Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl; cause unknown. Bg was addressed with a correction bolus and manual injection. At the time of the report, bg had lowered to 439 mg/dl. System check with tandem technical support indicated that pump was operating as expected.